Event description:
Customer reported false negative results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens field service engineer replaced new reagent drive home sensor and adjusted the reagent transport, ran calibration and controls and they were within the limits. Customer indicated that they will contact service support if same problem return. Instrument is operational.